Event description:
It was reported that pump displayed malfunction alarm malf 06 with a fault ID and customer had not experienced any notable events before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, successfully reset it without recurrence of the malfunction, and was advised to continue using pump and call back if any malfunction alarm occurred again.